Manufacturer narrative:
(B)(4). The customer reported the device was failing the user initiated shift check, displaying fe (front end) failure and ECG fault. The condition presented during user initiated shift check. There was no pt involvement. Philips evaluated the device and confirmed the malfunction. Philips also noted that this pads/paddles related ECG front end malfunction caused pacing to fail. Philips resolved this malfunction by replacing the power pca.

Event description:
The customer reported the device was failing the user initiated shift check, displaying fe (front end) failure and ECG fault. The condition presented during user initiated shift check. There was no pt involvement.